Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Loose acetabular shell. Revised shell, liner, and femoral head.

Manufacturer narrative:
An event regarding loosening involving an pca shell was reported. The event was confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. The provided medical information was submitted to a consulting clinician who noted: "on (B)(6) 2017 a revision left total hip arthroplasty, including acetabular grafting and femoral debridement, was performed for a post-operative diagnosis of osteolysis and poly wear left total hip arthroplasty and aseptic loosening of the acetabulum. No x-rays are available for review, no primary operative report or listing of the primary components implanted is available, there is no examination of the explanted components, and no surgical pathology report is available. After twenty-nine years in situ with first generation poly insert, some poly wear and resulting osteolysis is not unexpected. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this late term clinical situation." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. It was reported that acetabular shell was loose. The event was confirmed however, the root cause could not be determined because insufficient information was provided. The provided medical information was submitted to a consulting clinician who indicated the revision operative report notes aseptic loosening of the acetabulum and that after twenty-nine years in situ with first generation poly insert, some poly wear and resulting osteolysis is not unexpected. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this late term clinical situation. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Loose acetabular shell. Revised shell, liner, and femoral head.